Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of pulsating air, the device is sounded to be producing inconsistent pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.